Event description:
Hcp reports "therapy never worked for this pt. Never had good pain control with the pump" and complained of headache, diarrhea, and sweats for several weeks. Hcp stated they were able to remove 19cc from the pump reservoir at refill. However, the pt refused any assessment of the pump or catheter and requested "just take it out". The device was explanted and the pt was given orally twice the duragesic dose that the pt had been getting intrathecally. The pt had better pain control without the pump. The pt called the office in 03/2001 wanting the pump replaced because of "severe pain", but the hcp felt the pt was not a good candidate for the pump and referred the pt to a psychologist.